Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address loosening of the femoral component at the cement/implant interface. It was further noted in the operative report that there was effusion and fluid dark in color (a combination of blood and metal staining). Update: (B)(6) 2012 - litigation papers received. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified correct part/lot information for the femoral head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd (B)(6) 2014 - medical records received. Patient was revised to address rising cobalt and chromium levels. Upon revision, mild corrosion and wear was noted on the trunnion, osteolysis and hemorrhagic cysts behind the acetabular component were noted. The head and sleeve implanted on (B)(6) 2009 are being added to the complaint. The cup and stem are being transferred from (B)(4). This complaint was updated on (B)(6) 2014.